Event description:
The patient contacted baxter's technical service center regarding a leaking transfer set, which occurred on the homechoice during use. The patient was connected. The patient had gone to the hospital to have the transfer set replaced. The transfer set was leaking. The baxter technical service representative (tsr) assisted the patient with ending therapy. The tsr referred the patient to their registered nurse (rn). There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the rn on (B)(6) 2011, regarding the reported leaking transfer set. The rn stated that the twist clamp came off the transfer set so the patient went to the emergency room where the clamp was just put back on. The rn stated the patient later contacted the clinic and the transfer set was replaced. The rn stated the transfer set had only been in use for one day. The patient and rn could not determine what caused the twist clamp to fall off the transfer set, causing the leak to occur. The rn stated there was no patient injury. The patient was given an unspecified antibiotic prophylactically. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a leak was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined.